Event description:
The customer reported that his olympus high flow insufflation unit¿s main display was blacked out and the unit was sounding an alarm. According to the initial reporter, the patient was not yet under anesthesia and the intended procedure was completed by using another unit.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit had a faulty printed circuit board that caused the reported display and alarm failure. Additionally, a defective regulator unit was discovered, causing the air supply to be insufficient. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the alarm sounds and front panel goes off due to a faulty printed circuit board. Based on the results of the investigation for phenomenon two, it is likely that the air supply was insufficient due to decompression at primary decompressor was not proceeded normally, causing primary decompressor failure. Olympus will continue to monitor field performance for this device.